Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt suddenly lost stimulation and the ipg is unable to communicate with external devices. The sjm rep interrogated the system and verified the communication issues. Surgical intervention may be taken to address the issue.